Manufacturer narrative:
The device was not returned to the MFR for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill continued to operate when the trigger was no longer activated. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was available so the procedure was not cancelled or delayed, due to this event. No user injury was reported, and no adverse consequences were alleged with this event.